Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.